Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The walker is loose and flopping around. Enduser was advised not to use the walker.